Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted due to suspected lead fracture at the terminal pin. The lead unravelled during removal. It was replaced with another lead of the same model.